Event description:
Surgeon was performing a tonsillectomy and adenoidectomy using the coblator. The first coblator wand tip melted after using for approx 10 minutes. A second wand was given to the field and this tip melted after approx 5 minutes of use. Surgeon was able to complete the procedure.